Event description:
Per the clinic, the patient was hospitalized due to an infection (specific date not reported). Following the infection, the patient received no sound with the device use. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was experienced meningitis post-operatively and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). It was also reported that the device was explanted on (B)(6) 2024, and reimplantation is planned but had not taken place at the time of this report.